Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level. The customer's blood glucose level was 2.4 mmol/l at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was delivering during the event. The customer also reported changing six sensors due to blood on electrode and sensor updating and calibration not accepted alerts. The insulin pump will not be returned for analysis.